Manufacturer narrative:
As a result of an FDA inspection conducted in jan 2020, exactech, (B)(4), has committed to remediating 3 years of complaints (2017-2020). This MDR is being submitted as part of that remediation. The device was returned. Mfg date: 09/03/2014. CAPA (B)(4) investigation states: the cause of this failure could be reprocessing of these parts. In order to understand why these devices are failing in singapore and korea, a questionnaire was sent to the sales force in korea and singapore to inquire about tka trialing, general use, and sterilization/reprocessing techniques. According to an email from the sales manager at exactech korea, these instruments are being sterilized for 40-50 minutes at 134 degrees (celsius). These reprocessing methods are outside of exactech's recommended sterilization instructions per 700-096-057 - reprocessing instructions for reusable surgical instruments, which states parameters for sterilization. (B)(4) is the initial scope assessment. Root cause: the reprocessing of these instruments exceeds the recommended parameters listed in the reprocessing instructions. The material degradation from excessive sterilization of these instruments has likely led to the observed failure. No additional action required. IFU 700-096-181: instrument inspection · visually inspect the instruments for damage such as fractures; cracks; gouges; deformation; burrs; discoloration, corrosion, or rust; excessive component wear; nicks on cutting surfaces, missing or loose components; blockages in cannulae, cleaning holes or other cavities that cannot be removed via standard cleaning; worn or difficult to read markings/engravings; or other apparent damage. Check the function of mechanisms by actuating any levers, knobs, switches, connectors, sliding features, hinges, or other mechanical interface features. Ensure smooth operation of these features over their functional range of motion. If damage, wear, or non-functioning/poorly functioning mechanisms are found, do not use the instrument, and contact the sales representative or customer service for disposition. IFU states: the surgeon shall become thoroughly familiar with the technique of implantation of the prostheses by: (1) appropriate reading of the literature, and (2) training in the operative skills and techniques required for surgery, and (3) reviewing information regarding use of instrumentation. It is a clinical standard of practice in the operating room that all instruments should be visually and functionally inspected before use, these guidelines are from standard association of peri-operative registered nurses (aorn) guidelines. Surgeons are to be familiar and knowledgeable with all instrumentation, devices and proficient with surgical techniques. This device is used for treatment not diagnosis. Based on review of all available information, there is no evidence to reasonably suggest the reported event is related to any manufacturing issues or design issues. There was no patient adverse event. An investigation was conducted under CAPA (B)(4). The reprocessing of these instruments exceeds the recommended parameters listed in the reprocessing instructions. The material degradation from excessive sterilization of these instruments has likely led to the observed failure. No additional action required. Information was not provided for: pt. Info.

Event description:
It was reported from korea that the insert trial was destroyed during the reduction and rom testing of the insert. No broken pieces were left in the patient. No parts/pieces of the device fell into the surgical site. A second set of instruments was used. No problems with the patient, but the surgeon complained about the product. The agent was present at surgery and there was no delay. No patient demographic with be provided due to sited privacy laws. Attempts have been made for additional information. No additional information was provided by the contacts related to this event. No additional attempts will be made for information regarding this event.